Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker system exhibited oversensing of noise on both the right atrial (ra) lead and right ventricular (rv) lead resulting in pacing inhibition greater than two seconds. The patient is pace dependent, therefore, a revision procedure was performed and this device was explanted and replaced. A lead repair kit was used on both leads and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported. This device has been received for analysis.

Event description:
It was reported that this pacemaker system exhibited oversensing of noise on both the right atrial (ra) lead and right ventricular (rv) lead resulting in pacing inhibition greater than two seconds. The patient is pace dependent; therefore, a revision procedure was performed and this device was explanted and replaced. A lead repair kit was used on both leads and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported. It is expected to receive this device for analysis.